Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21673. It was reported that the patient presented to the emergency room upon receiving inappropriate shocks from their device. Interrogation showed the patient's right ventricular (rv) and left ventricular (lv) leads were over-sensing atrial activity and were failing to capture. A chest x-ray was performed which showed both the rv and lv leads had been dislodged. During the revision procedure, the physician noted the leads appeared to be dislodged from the patient twiddling the device. The physician explanted and replaced both leads. The patient was stable throughout.